Manufacturer narrative:
(B)(4).

Event description:
It was reported that few days post this subcutaneous implantable cardioverter defibrillator (s-ICD) implant a hematoma had formed in the device pocket area. The hematoma was surgically removed from the pocket area. No additional adverse patient effects were reported.